Manufacturer narrative:
Initial reporter address :(B)(4).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in a moderately tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a lower limb percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon ruptured at 8 atmospheres upon the second inflation. The device was removed using the normal method and the procedure was completed with a different device. There were no patient complications reported.